Manufacturer narrative:
During inspection and testing of the subject device, the clogged auxiliary water flow inlet was suspected to be due to insufficient cleaning of the device. Additionally, the following findings were observed: the bending section cover (a-rubber) adhesive was cracked, and the auxillary channel leaked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope auxiliary water inlet port was not working. The issue was found during preparation for use. Inspection and testing of the returned device found the auxiliary water flow inlet was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no debris could be confirmed exiting from either the auxiliary water inlet or the distal end and the material clogging the inlet could not be identified. The root cause of the issue could not be determined, as no additional event or device reprocessing information was reported or available. Olympus will continue to monitor field performance for this device.